Event description:
It was reported that the patient developed a hematoma in the device pocket ten days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). A revision procedure was performed. The hematoma was removed and the pocket was cleaned. No additional adverse patient effects were reported. This device remains in service.